Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, an alert for charge time reached was observed. Review of session records revealed that the device has charged multiple times, not including few capacitor maintenances. Most charges were aborted with the application of a magnet. Long charge time-out was reached several times. Patient will be brought into clinic to perform capacitor maintenance.